Event description:
On (B)(6) 2014, the lay user/patient¿s mother (reporter) contacted lifescan (lfs) alleging that the onetouch ultralink meter does not turn on. The medical surveillance specialist (mss) was unable to reach the reporter by phone for follow-up questions. The following complaint was classified based on information obtained from the customer service representative (csr). According to the csr¿s documentation the reported power issue occurred on (B)(6) 2014 (at approximately 3pm) after the patient had jumped into the swimming pool while wearing their meter and insulin pump; and approximately two hours later, the patient developed symptoms of shaking, headache, and had presences of ketones. Following the reported power issue ((B)(6)) the patient reportedly increased their humalog regimen when eating and administered 16 units of lantus at unspecified times. For an unspecified reason, the patient was reportedly taken to the emergency room (ER) on (B)(6) 2014 at approximate 4am. During the patient¿s time in the ER the patient obtained a blood glucose reading of ¿480mg/dl¿ (at 5am) with the ER¿s meter, received an unspecified amount of insulin from an hcp, and at approximately noon obtained a reading of ¿172mg/dl¿ again with the ER¿s meter. It would have been helpful to know the following: if the patient began testing with a secondary/back up meter after the power issue occurred, and if so, what were the readings with the other device; what the reporter believes caused the reported symptoms; what did the patient do to treat their symptoms; when did the symptoms abate; the reason for adjusting the patient¿s insulin regimen; the purpose for the ER visit; and when was the patient released from the ER. Replacement products were sent to the patient. Although it is noted that the subject meter was submerged in water and therefore resulting in the power issue, this complaint is being reported because, the user allegedly suffered symptoms indicative of a serious injury while using the product.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.